Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, after attempting to position the right ventricular (rv) lead multiple times the patient blood pressure began to drop. An echo-cardiogram showed pericardial effusion due to cardiac perforation. An additional surgery to address the pericardial effusion was successful. The patient was discharged in stable condition.